Event description:
It was reported that the patient was scheduled for surgery due to high impedance. The device was programmed off and x-rays were taken. The x-rays were sent to manufacturer for analysis. A lead discontinuity was identified in the upper portion of the lead which is likely causing the high impedance. It was reported that the patient underwent lead replacement on (B)(6) 2013. An implant card confirmed only the lead was replaced. The lead was returned for analysis on (B)(6) 2013. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.